Event description:
A report was received that the patient will undergo a lead revision for unknown reason.

Event description:
A report was received that the patient will undergo a lead revision for unknown reason.

Manufacturer narrative:
Additional information was received that the patient had stimulation in non-target areas. Reprogramming was done and the targeted areas were covered. The patient will not undergo a revision procedure.